Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort due to a large blood clot. Therefore, the patient underwent a wound washout procedure at the implantable pulse generator (ipg) incision site, was given antibiotics and a culture was taken however, the culture results were unable to be obtained. The patient had staples placed and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7106183. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7106113. UDI: (B)(4).

Manufacturer narrative:
Correction to block e1: initial reporter email block b3: exact date unknown, based off bsc aware date additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7106183, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7106113, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort due to a large blood clot. Therefore, the patient underwent a wound washout procedure at the implantable pulse generator (ipg) incision site, was given antibiotics and a culture was taken however, the culture results were unable to be obtained. The patient had staples placed and was doing well postoperatively.